Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative reported that they met with the patient on the day of the report for a trickle charge, but they saw a screen indicating eos (end of service), but was able to charge. They noted that the patient¿s implantable neurostimulator was in a discharge mode. The manufacturing representative noted that the eos did not seem correct, given the patient¿s implant date. The manufacturing representative was instructed to follow up with the patient to inquire about their overdischarge history. It was mentioned that the patient wanted to re-establish stimulation about a month ago. Additional information received from the manufacturing representative indicated that the eos message occurred as it normally would. When the patient¿s ins was interrogated, the clinician programmer showed a message stating that the ins is in overdischarge. The patient and the patient¿s physician were notified. The patient was implanted for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.